Event description:
It was reported during a device changeout for normal battery depletion, issues with the atrial lead impedance were noted. An atrial lead warning occurred in (B) (6), 2008, for high impedance. The warning was cleared, and since then, sensing and thresholds were normal. Impedance was 620 ohms at implant and 817 at time of device changeout. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.